Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Insertion tube loosened, leaky. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the loosening of the nut connecting the insertion flexible tube and the control body causes the ift to rotate (loosen), which also causes leakage. We introduced a torque wrench and changed from manual tightening to a torque wrench.